Event description:
Patient was revised to address pain associated with malalignment of the patella. The patella was also worn and loose.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records for reviewing and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Provided information stated poor device alignment was a contributing factor. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.